Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n autoguard yel 24ga x 0.56in had leakage at the adapter and tubing junction. The following information was provided by the initial reporter translated from spanish to english: after the patient was prescribed a blood transfusion, a peripheral venous puncture was required. It was observed that when the small extender was attached to the db abocath, saline dripped, and the extender was changed, but the drip persisted. During the nb's puncture, desaturation occurred due to the patient's agitation. The device was removed and a new puncture was performed. The nb remained with low oximetry and when the extender was attached the drip appeared again. There were two peripheral punctures and the same incident was observed in both. Caused instability the newborn, which delayed the start of the blood transfusion

Event description:
No additional infromation.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history 38181114 review was completed by our quality engineer team for provided material number 38181114 and lot number 3349301. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.